Event description:
It was reported that 3 staplers jammed. They were impossible to use.

Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.